Event description:
Patient experienced edema, cerebrovascular attack, and right upper extremity weakness. Edema was found on CT/MRI imaging on (B)(6) 2021. Cerebrovascular attack was reported with an onset date of (B)(6) 2021. Right upper extremity weakness occurred on (B)(6) 2021. Patient was hospitalized (B)(6) 2021 to (B)(6) 2021 with interventions of steroids, physical therapy, and occupational therapy. Cerebrovascular attack was indicated as resolved on (B)(6) 2021. Edema was indicated as resolved on (B)(6) 2021. Weakness was ongoing as of (B)(6) 2021.